Manufacturer narrative:
Cmpl-(B)(4).

Event description:
It was reported that early sensor expiration occurred. The sensor was inserted into the abdomen on 01-02-2024. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.